Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported they are starting to lose control again of the bowel. Therapy is on at 1.5v, but the patient does not feel stimulation. A fall is reported that could be related to this issue. The patient falls and trips a lot and says they have not banged their ins. It was reviewed to increase amplitude. Stimulation was increased to 2.0v and the patient felt stimulation in the correct area. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with healthcare provider (hcp). It was reviewed that the patient should contact their hcp if the problem does not resolve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient changed from program 1 at 2.00 to program 2 at 1.5 where the stimulation was comfortably felt in the bicycle area. It was recommended that the patient track their symptoms and follow up with their hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient made a setting adjustment it helped for a few days and "weaned off" to where its not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.